Manufacturer narrative:
A complete analysis and testing of three opened and used reservoirs showed that they are functioning properly and passed all functional testing. After testing it was concluded that the devices operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that this is the 4th reservoir where she cannot draw insulin into the reservoir. Customer stated that her last blood glucose was 108 mg/dl before the change. Customer stated that she tried another reservoir on a past infusion set and it worked. Customer stated that when she went to set everything up today, this was the 4th reservoir that gave her the issue. Customer was advised that the box will be replaced.